Event description:
It was reported that the patient presented to the clinic for a device implant procedure. During the procedure, the right atrial lead failed to retract and extend. The physician decided to discard the lead. The lead was not replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event helix mechanism issue was confirmed. A distal portion of the lead was returned in one piece with the helix fully extended and clogged blood/tissue. Visual and x-ray inspection were normal with no anomalies found. The cause of the reported event was isolated to the helix being clogged with blood/tissue.